Event description:
It was reported to boston scientific corporation that an rx biopsy cap and locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the nurse put the biopsy cap on the scope, the physician inserted the sphincterotome (manufacturer unknown) through the cap, and the sphincterotome was having a hard time going down the channel. The physician withdrew the sphincterotome from the scope, removed the scope from the patient, pushed a brush through the scope channel and what looked like a sponge from an rx locking device came out. The procedure was completed with this rx locking device and the original sphincterotome. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an rx biopsy cap and locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the nurse put the biopsy cap on the scope, the physician inserted the sphincterotome (manufacturer unknown) through the cap, and the sphincterotome was having a hard time going down the channel. The physician withdrew the sphincterotome from the scope, removed the scope from the patient, pushed a brush through the scope channel and what looked like a sponge from an rx locking device came out. The procedure was completed with this rx locking device and the original sphincterotome. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Following device analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the foam disc (sponge) dislodged from the rx biopsy cap. A visual inspection found that the foam (sponge) had detached/separated from the rx biopsy cap. The rx biopsy cap was not returned. The star shaped slits on the sponge were not perforated/manufactured correctly; not all the slits were completely perforated. This could potentially cause the sponge to detach from the rx biopsy cap during device insertion due to the device catching on the sponge and not having a clean slit/path to penetrate. The exact measurement of the slits on the sponge could not be measured due to the condition of the returned sponge. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).